Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the patient experienced magnet dislodgement after an MRI (1.5 tesla). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on july 20, 2023 was filed inadvertently. This report is submitted on august 17, 2023.